Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, upon inserting an instrument into the mesh sleeve, the entire sleeve separated from the hub assembly. The sleeve was retrieved from the patient's surgical cavity. No patient injury reported.